Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coiled piece of metal'), device dislocation ('right essure coil was not found / no evidence of other coil seen'), pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pelvic abscess ('pelvic abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included menstruation irregular, ovarian cyst, uti, vomiting, chest pain, left lower quadrant pain and nabothian cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (novasure endometrial ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, menorrhagia, pelvic abscess, abdominal pain, dysmenorrhoea, female sexual dysfunction, dyspareunia, metrorrhagia, cystitis, vaginal discharge, tooth disorder, hormone level abnormal, weight increased, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic abscess, pelvic pain, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for apareunia, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), bladder infection, vaginal discharge, dental problems, hormonal changes, weight gain, migraine, headaches, nausea, fatigue, hair loss. Date(s) of insertion: ??-???-2016 and (B)(6) 2015 (discrepancy noted). Concerning the injuries reported in this case, the following ones were reported via medical records: device dislocation, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pif received: event pelvic abscess added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coiled piece of metal'), device dislocation ('right essure coil was not found / no evidence of other coil seen'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included menstruation irregular, ovarian cyst, uti, vomiting, chest pain, left lower quadrant pain and nabothian cyst. In 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (novasure endometrial ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, female sexual dysfunction, dyspareunia, metrorrhagia, cystitis, vaginal discharge, tooth disorder, hormone level abnormal, weight increased, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for apareunia, "dysmenorrhea" (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), bladder infection, vaginal discharge, dental problems, hormonal changes, weight gain, migraine, headaches, nausea, fatigue, hair loss. Concerning the injuries reported in this case, the following ones were reported via medical records: device dislocation, device breakage. Most recent follow-up information incorporated above includes: on 18-oct-2019: medical records received: events: coiled piece of metal, right essure coil was not found were added. Reporters, medical history, demographics were added. Ablation surgery was added to event menorrhagia. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coiled piece of metal'), device dislocation ('right essure coil was not found / no evidence of other coil seen'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included menstruation irregular, ovarian cyst, uti, vomiting, chest pain, left lower quadrant pain and nabothian cyst. In 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (novasure endometrial ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, female sexual dysfunction, dyspareunia, metrorrhagia, cystitis, vaginal discharge, tooth disorder, hormone level abnormal, weight increased, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for apareunia, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), bladder infection, vaginal discharge, dental problems, hormonal changes, weight gain, migraine, headaches, nausea, fatigue, hair loss. Concerning the injuries reported in this case, the following ones were reported via medical records: device dislocation, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, female sexual dysfunction, dyspareunia, menorrhagia, metrorrhagia, cystitis, vaginal discharge, tooth disorder, hormone level abnormal, weight increased, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), bladder infection, vaginal discharge, dental problems, hormonal changes, weight gain, migraine, headaches, nausea, fatigue, hair loss. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), bladder infection, vaginal discharge, dental problems, hormonal changes, weight gain, migraine, headaches, nausea, fatigue, hair loss, did not undergo confirmation test. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.